Event description:
Same case as MFR#: 2134265-2009-04094 and 2134265-2009-04090. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, patient complications occurred. The patient reports that he had a total of three taxus express2 stents implanted: one in 2004 and two in 2009. The patient states his hair "started falling out about 3 years ago" and he has two remaining bald spots. He also has muscle and joint pain which has gotten worse since 2007. He describes the nerve pain extending down to the ankles with episodes of the "left leg giving out." His feet and hands burn all the time and he has been diagnosed with peripheral neuropathy. His pain is so severe that he can not wear shoes. He is also unable to sleep because of the constant pain. He was diagnosed with a colon mass after abdominal pain and blockage 3 months ago. He has been evaluated by his hcp but has pending evaluations for the colon mass. Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.